Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when the device failed to cross the lesion and dislodged from the balloon. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a mildly tortuous lesion located in the mid left anterior descending (lad) artery. There were two non-medtronic stents already implanted before an attempt was made to implant the onyx frontier des to the distal part of the lad artery. It was reported that the balloon of the onyx frontier stent contacted with the previously implanted stents and there was resistance felt. When the onyx frontier stent was pulled back, the balloon of the stent was withdrawn, but the stent remained in the artery. The stent was removed from the patient as it had not been deployed and had become dislodged. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device, and excessive force was not used during delivery. No patient complications were reported as a result of the event.